Event description:
Pt had cesarean section in 2004. Returned to office three days later for removal of staples on skin surface. Prior to pt leaving physician's office, incision dehisced. Pt was taken to hospital by ambulance with surgery performed to repair incision. Suture securing fascia was found to be broken with knots intact.